Event description:
The device was used during an ovarian cyst procedure. Reportedly the specimen pouch prematurely detached from the instrument into the patient's cavity. The surgeon was able to retrieve the specimen pouch without injury to the patient.